Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. Added voltage to the transmitter and passed. A pairing test with (B)(4) bluetooth device was performed and failed. Added voltage to the transmitter and performed pairing with (B)(4) bluetooth device and passed. There was no share tool data log available for review. Performed bin file analysis review and the reported allegation was not found. The customer complaint of a loss of connection was not confirmed because the reported allegation was not found. The probable cause could not be determined. No additional event or patient information is available.